Manufacturer narrative:
E1 address 1: (B)(6), no. 2 b3 date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator program is not working. When switched to manual mode, it delivered more power than the selected setting. Another program is not working. There were no reports of patient harm.